Event description:
Radial art line in right radial artery in the forearm during l4-5i lumbar fusion. When art line discontinued, sutures were cut and catheter being extracted manually when catheter broke off 1/4" from hub. Pt. Returned to operating room for retrieval & repair/artery. Initally left radial arterial line attempted without sucess, right radial arterial line was placed without any difficulty. Therefore do not know which product was in which package so we are reporting two packaging product numbers.